Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. There was blood on the proximal conductor of the lead and it was not obstructed.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited rising threshold to the current high threshold level. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.